Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 and restricted septal leaflet. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw was inserted and advanced to the right ventricle (rv). However, difficulites visualizing the clip occurred, and while in the rv, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be freed from the chordae without causing damage. The clip was deployed on the chordae and septal leaflet. However, 15 seconds after deployment, a perforation of the posterior leaflet was observed. The procedure was discontinued, and the tr had increased to a grade of 5. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (anatomy) or poor image resolution. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to procedural conditions (clip caught in chords during positioning, poor image quality). A cause for the reported poor imaging could not be conclusively determined. The reported tissue injury, foreign body in patient, and tricuspid regurgitation appear to be cascading events of the difficult or delayed positioning (perforation related to contact with chords, too much force on lateral side of ventricle and posterior leaflet). The reported patient effects of tissue injury and tricuspid regurgitation, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 2687 foreign body in patient. Medical device problem code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.